Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that after the lead was implanted, dislodgement was observed during post-op. The lead was found to be too short. The pocket was opened again and the lead was explanted and replaced. The patient was doing great.